Event description:
Reporter alleged blood glucose readings had been high for weeks; however, customer had no high symptoms so he went to the dr as a result. Customer stated his result read 225mg/dl back to back with a result of 94mg/dl when testing was performed at the same time. Customer indicated being taken off current oral diabetes medication as a result.